Event description:
No additional event information at the time of report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: type of investigation codes were added: 4109, 4111, 4110 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310 and 4315. H10: narrative/data was updated. One 3i t3® non-platform switched tapered implant 4 x 13mm (bost413) was returned for investigation. Visual evaluation of the as returned products identified some significant signs of wear. The device was in good condition. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable. Based on the evaluation, the device malfunction has not occurred. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number 2019091397. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019091397) for similar events using keyword category medical: other and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (medical: other) and the complaint is not related to the functional performance of the device. Monthly post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical: other) or product (bost413). A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the probable cause for the reported events is customer error in treatment planning. The product was returned without evidence of malfunction that correlates with the complaint description. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant at site #5 was involved in cyst removal and was removed. Cause of the cyst is unknown.